Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 300mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump had no esc and act button response due to corroded keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.